Event description:
It was reported that during testing, the pump triggered an 'air in line' alarm. Upon further investigation, it was identified that the air-in-line detector (aild) was failed. This malfunction makes the event reportable. There are no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, it observed multiple "cannot start pump" alarms. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the air in line detector (aild) were damaged and failed in air detector test. The reported issue was confirmed; however, the probable cause was damaged aild. Upon further investigation, found battery compartment damaged, downstream occlusion (dso) seal delaminated, upstream occlusion (uso) seal buckled. Replaced battery compartment, dso seal, uso seal. Performance verification testing (pvt) was performed, and the unit passed all testing criteria.